Event description:
Reportedly, during testing, the unit was inoperable and the display was observed to be frozen. There was a "system failure" error message and a hard shut down was performed. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).